Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('once I am in pain/ high pain threshold') and genital haemorrhage ('hight doses of hormones to stop bleeding/ really bad uncontrollable bleeding.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("we have been trying to conceive but cant due to my ovarian cyst") and depression ("depression ") and underwent rotator cuff repair ("I had shoulder surgery on rotar cuff") and joint surgery ("joint surgery"). The patient was treated with surgery. At the time of the report, the pelvic pain, genital haemorrhage, rotator cuff repair, joint surgery, ovarian cyst and depression outcome was unknown. The reporter considered depression, genital haemorrhage, joint surgery, ovarian cyst, pelvic pain and rotator cuff repair to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: quality-safety evaluation of ptc: product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('once I am in pain/ high pain threshold') and genital haemorrhage ('hight doses of hormones to stop bleeding/ really bad uncontrollable bleeding.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("we have been trying to conceive but cant due to my ovarian cyst") and depression ("depression ") and underwent rotator cuff repair ("I had shoulder surgery on rotar cuff") and joint surgery ("joint surgery"). The patient was treated with surgery. At the time of the report, the pelvic pain, genital haemorrhage, rotator cuff repair, joint surgery, ovarian cyst and depression outcome was unknown. The reporter considered depression, genital haemorrhage, joint surgery, ovarian cyst, pelvic pain and rotator cuff repair to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.